Event description:
On (B)(6) 2010, therakos received a report of a system error 183 in cycle 2. Customer stated centrifuge thumbscrew is tightened properly but the system error would not resolve. Customer claimed that there were no unusual wear marks present on the base of the centrifuge and that the seal rotated freely. Customer stated that there was no clotting observed and the treatment resumed. Customer then claimed that there was an increasing noise from the centrifuge bowl and a burning smell. Customer stopped the treatment and stated that there was blood leaking from the seal of the bowl. Customer states treatment aborted with no manual return per medical director.

Manufacturer narrative:
Batch record review of xts kit lot y722 showed that this lot met all release requirements. The complaint sample was returned and the reported defect was verified. Based on review of historical data for this reported defect, corrective actions were taken to reduce the occurrence of centrifuge bowl leaks. (B)(4).